Manufacturer narrative:
An event regarding limb/length discrepancy involving an abgii modular device was reported. The event was confirmed. Complaint history review: similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported limb/length discrepancy is considered to be under the scope of this recall.

Event description:
The patient reported that her left hip is shorter than her right hip, causing a sharp pain in her back. She also mentioned clicking.

Event description:
The patient reported that her left hip is shorter than her right hip, causing a sharp pain in her back. She also mentioned clicking.

Manufacturer narrative:
At this time, the patient was unable to identify the device implanted but believes it to be either a rejuvenate or abg ii modular stem. Additional information has been requested and if received, will be provided in a supplemental report. Device implanted.